Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0v1yz, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The healthcare professional via the company representative reported that the system was explanted due to an infection the patient had and the cause of the issue was unknown. Diagnostics/troubleshooting performed were unknown. The device was explanted and the issue was resolved at the time of the report. The patient medical history was unable to obtain and the status of the patient at the time of report was "alive- no injury". Additional information received from the company representative reported that the cause of the infection was unknown. The event occurred during use and the indication for use was gastrointestinal/pelvic floor. If additional information is received, a follow- up report will be sent.